Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, the lead was kinked when it was taken out of the package. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that the prior to use, the lead was kinked when it was taken out of the package. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: 4092-58, (B)(4). The full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. It was noted that the lead returned has been kinked and the distal conductor distorted within tr spacer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.